Event description:
It was reported the patient was experiencing sub-therapeutic results with the intrathecal drug delivery pump. A flow study (indium) was done showing medication pooling around the pump pocket. The patient was scheduled for a revision in 2008. The pocket was opened and noted to be full of pus. The pump and catheter were removed. Cultures were done. The conclusion was that the patient had sustained a sterile abscess at the pump pocket site. A new pump and catheter were implanted. The drug used was not reported. The patient suffered no permanent sequelae from the event. Additional information has been requested, but was not available on the date of this report.